Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump had been empty between 5-8 years. The pump didn¿t even beep anymore. The pump hadn¿t been used in about 6 years. The patient starting seeing a pain management doctor again and the health care provider (hcp) wanted to get the pump ¿up and running¿ instead of using oral medications. It was noted that the hcp looked at an x-ray of the patient. The patient needed a manufacturing representative to check the pump and see if it has quit working. It was also noted that for the first 3-4 years there was morphine in the pump but when the insurance changed they wouldn¿t cover it. Additional information received reported that the patient did not have any concerns with their device or therapy. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.